Event description:
It was reported that the device is not cooling in auto or manual mode, water temperature remains 84-85 degrees, set for 39 degrees. The water is filled to max line in reservoir, green solid circle indicating flow. The nurse reported she had previously had a water temperature deviation alarm. The nurse unplugged and reentered device settings, and the water temperature remained at 84.5-84.7 for 5 minutes despite setting at 39. A delay in treatment was reported , however, no adverse consequence or clinically relevant delay in treatment was reported.